Event description:
It was stated that the customer was hospitalized for high blood glucose readings. No blood glucose readings were reported. It was stated that the customer had better blood glucose readings once he was put on a different insulin pump at the hospital. Once he went back on his insulin pump, the blood glucose began to climb again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.